Event description:
I have t1 diabetes and I use the dexcom 6 continuous glucose monitoring system. In june 27th I received a message on my dexcom 6 app, on my iphone, that the app had stopped working, and that I would need to delete it from my iphone and reinstall it. After doing so, audible high and low blood glucose alerts disappeared. I also was no longer able to see my blood glucose numbers on my apple watch. After hearing back from a tech rep, the audible alerts reappeared. Then the app became unusable again, and needed to be reinstalled. Within one week, the app needed to be reinstalled three times. I am still unable to read my blood glucose numbers on my apple watch. Dexcom tells me they have escalated the issue to the highest level in their it department. I keep worrying that the dexcom g6 app will stop working when I am asleep, and that I won't be alerted if my blood glucose drops dangerously low. Dexcom says that it is only iphone users who are experiencing this problem, and that it occurred when they attempted to update the dexcom 6 iphone app. T1 diabetics like me (especially because I live alone) are dependent upon this technology. It is scary not knowing when the app will next crash!